Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the morning of the report they began doing mild exercise for the first time. Caller stated they were bending and swinging their arms. They reported that when they got out of class they started to have pain in their private area. Caller stated that in a certain position it was stabbing or sticking pain and in other positions it was uncomfortable. It was reviewed to consider decreasing the stimulation or turn the ins off to see if it eliminated the pain/discomfort. Patient was redirected to their healthcare provider, they reported they had an appointment scheduled for the following day. No further complications were reported or anticipated.